Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were visited to emergency room due to hyperglycemia on (B)(6) 2020 with blood glucose level of 380 mg/dl. The customer was treated with insulin drip and manual injection. Customer had body aches. Customer also reported that the insulin pump had insulin flow blocked alert and had a bent cannula. Customer had been using insulin pump system within 48 hours of reported high bg event. Customer was not using the auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.